Event description:
A malfunction alarm labeled as 'malf 03' was reported, occurring without any notable prior events. There was no reported adverse impact to the customer's blood glucose level. The issue persisted even after the pump was reset, indicating the need for further action. Technical support aided the customer in resetting the pump and, given the recurrence of the malfunction, arranged to replace the pump, as it was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and instructions were provided for the shipping and return process of the faulty unit.